Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer found an air bubble in her infusion set tubing. The customer successfully primed the air bubble out but she received a max fill alarm. Troubleshooting did not occur. No products were returned or replaced.